Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they are having trouble with their equipment. Patient said the external devices don¿t want to stay charged. Patient said they have not really been happy with the device since day one. Patient said they haven¿t had as much luck as they did with the previous device. Patient said the medtronic rep told them they wouldn¿t have to use the external devices. Patient said ¿I think I have a terrible infection or this thing¿. Patient said their hcp is on leave. Patient said they don¿t feel stim in the bike seat area. Patient said they feel stim way in the back and off to the right and not in the bike seat. Patient said stim is in the right buttock. Patient has tried programs 1-4. Patient said they have had trouble since they got the device. Patient is going to try other programs. Agent did not ask about the circumstances that led to the reported issue. Additional information was received from the patient. They reported that the cause of the stimulation in the back, off to the right, and in the right buttock and not in the bike seat region was likely caused by "was off". The patient noted the steps taken were "new communicator ordered and received". The cause of the communicator not wanting to stay charged was unknown but the likely cause was listed as "not charging or communicating" and the steps taken were noted as "sent back to you".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.